Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 22.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2018, and later explanted on (B)(6) 2018 due to multiple adverse symptoms. Patient's visual acuity pre-operative was 20/30. Patient experienced halos and glare (dysphotopsia), blurry vision, and myopia after the procedure. The customer also indicated mechanical complication and positioning issue with the lens. Patient's visual acuity post-operative is 20/60. The explanted lens was replaced with another zxt150 of a lower diopter (20.5). No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.